Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic segmental resection of lung, when the device was fired there were oozing bleeding occurred from the staple line. The amount of bleed increased for the lapse of time and even the pressure hemostasis did not stop the bleeding. To resolve the issue the surgeon had to used sealant patch to stop the bleeding and complete the case. The surgical time was extended by less than 30 min.